Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One used sample was returned to argon from the customer for review. A visual inspection was performed on the returned product. The visual inspection established that the guidewire was broken. CAPA ca-00040 has been initiated to address the broken guidewire issue, and the CAPA will identify the specific causes and corrective actions to be taken. As part of the CAPA process, a mdt/argon root cause investigation team was assembled. An evaluation of the internal records was performed, discussion was conducted with wire manufacturer and supplier engineering change orders were also reviewed for the last five years. There were no non-conformances found based on metallurgy and no engineering changes identified. A definite root cause was not identified for this failure mode and no immediate corrections were made due to absence of initial root cause identification. Several action items have been planned to be implemented to address this reported event. Tensile test will be implemented per test method, retraining program and certification program plan for polishing silver soldering will be put in place. If new information is available in future, a follow-up report will be submitted accordingly.

Event description:
It was reported that an attempt was made to use a mis-7f11 to treat a lesion. IFU was followed. It was reported that the physician attempted to insert the wire through the sheath and it ended up breaking off in the patient's leg. They are not sure how or what happened, but the physician had to retrieve the end of the wire out of the patient's leg. Fortunately, everything turned out ok and there was no harm to the patient. All pieces accounted for. Procedure completed by opening another sheathe. No additional treatment required.

Manufacturer narrative:
Sample is not available for return. A follow-up report will be submitted after investigation completion.

Event description:
It was reported that an attempt was made to use a mis-7f11 to treat a lesion. IFU was followed. It was reported that the physician attempted to insert the wire through the sheath and it ended up breaking off in the patient's leg. They are not sure how or what happened, but the physician had to retrieve the end of the wire out of the patient's leg. Fortunately, everything turned out ok and there was no harm to the patient. All pieces accounted for. Procedure completed by opening another sheathe. No additional treatment required.